Manufacturer narrative:
Event description continuation: power was at 30 watts for 90% of lesions created during the procedure, to include the lesions in the area of the clot at the anterior roof toward the rspv. There were no issues related to temperature. Temperature values were reported to be within normal limits. There were no issues related to flow. Irrigated catheter flow was set to default values for the smarttouch sf catheter. Patient received anticoagulant (heparin) during the procedure with act ranging from 289 to greater than 300 seconds. Patient was reported to have been in therapeutic anticoagulant range for greater than 45 minutes at the time of injury. There were no errors reported on any bwi equipment during the procedure or any product functionality issues. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: carto 3 system (model# m-4800-01 serial# (B)(4)); smartablate generator (model# unknown serial# unknown); smartablate pump (model# unknown serial# unknown); pentaray catheter (model# unknown lot# unknown). (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a thrombosis (requiring enhanced anticoagulation) and bleeding (requiring a surgical intervention). During the procedure, while changing views on the ultrasound system, a clot was observed in the area of the anterior roof, toward the right superior pulmonary vein (rspv). Clot was confirmed via transesophageal echocardiogram. Intervention involved titration of the anticoagulant to an activated clotting time (act) of 450 seconds. Patient was reported to be in stable condition. In the evening of the procedure, the left femoral artery access point continued to bleed. Surgical closure was required. Patient required extended hospitalization as a result of the adverse event for surgical recovery and monitoring. Patient outcome is improved, as the clot size is diminishing. Patient has not exhibited any neurological symptoms since the procedure. Physician¿s opinion regarding the cause of the adverse event is that it was related to the risk of the procedure as well as to a bwi product malfunction, as the catheter produced char. Char was reported to appear as a thin black coating of material, firmly adhered to the tip. Physician considered the char to be excessive. Physician indicated that the char and the clot were related. In the physician¿s opinion, ablation contributed to the clot formation, which he considered to be the main risk. Generator was set on power control mode with temperature warning at 37°c and temperature cutoff at 40°c. Temperature remained below 37°c throughout the procedure. Impedance within the atrium ranged from 100-130 ohms. Power was initially set at 42 watts, but was decreased to 30 watts after initial lesions.

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) female patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a thrombosis (requiring enhanced anticoagulation) and bleeding (requiring a surgical intervention). The returned device was visually inspected and it was found in normal conditions, no char was observed on the catheter tip. The catheter was evaluated for carto 3 functionality and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).